Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter name not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the site booted on the system it became unresponsive. When the clinical specialist (cs) was at the site testing this he could not reproduce the issue. Technical services (ts) requested system software logs. There was no patient present.

Manufacturer narrative:
Initial reporter populated. A software investigation concluded that this event was consistent with a known software anomaly and this event has been added to that database. Logs and core files were reviewed during this analysis. If information is provided in the future, a supplemental report will be issued.